Manufacturer narrative:
(B)(6). Since no allegation of malfunction or defect of the somatom force system was alleged, and there was no allegation of injury to the patient or other persons, siemens will not conduct an investigation of this event. The event was user error. No further action is warranted at this time.

Event description:
It was reported to siemens on december 21, 2020, that a patient died during a CT examination using the somatom force system on (B)(6) 2020. The user recognized the patient's emergency and attempted resuscitation. During the resuscitation effort the user mistakenly started a scan with other people in the room instead of pressing the "move out" button. There was no device malfunction. The user only requested siemens' support with the dose estimation. There was no report of injury to the other people present in the room when the scan was mistakenly started during this hectic situation. The somatom force system did not cause or contribute to the patient's death. This report is being submitted with an abundance of caution. The reported event occurred in (B)(6).